Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows that he product was released per specifications. The customer returned two sealed straight 15 degree pink knives in pouches. The root cause of the customer¿s complaint is related to the way the knives are being packaged which would be a supplier related issue. The supplier has been made aware of the issue and the sample has been sent to the supplier for their internal investigation; however, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action has been requested. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received at the manufacturing site and it is awaiting investigation. (B)(4).

Event description:
Additional information was received; this report addresses the second product lot associated with this event. A customer reported issue with the "pink side port knife", three nurses have injured themselves when removing the knife from the plastic holder. Upon follow up it was informed that "the type of injury experienced is a clean poke, occurring prior to contact with the patient, when opening the instrument's packaging." There was no medical intervention indicated.